Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer states that during the fill tubing her insulin did squirt out. Customer also report when removing the reservoir from the pump she discovered the reservoir was leaking. Customer's blood glucose value was 35 mg/dl at the time of the incident and current blood glucose is 158 mg/dl. The customer also report the blood glucose was 73 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms and treatment of low blood glucose. Customer report customer does not allege pump was over delivering. Customer did not use auto mode. The insulin pump will not be return for analysis.